Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4)) displaying a tcmid:06 (ce post error) and tcmid:08 (coolant temp low) error message was reproduced during functional testing and confirmed during review of the event log. The root cause is to a defective element heater. The heater was replaced and the console was further tested to full specification without any error message or faults observed. The thermogard console is a reusable device and was manufactured on 01 mar 2012. It has exceeded its expected service life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid06 (ce post failure) error and tcmid08 (coolant temp low) error message during start up. The reporter was unable to confirm which error message displayed first in the console. Immediately after the observed issue, the user exchanged to another console for the patient's therapy. No impact or known patient consequence was reported.